Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an alarm occurred notifying the customer that the cartridge could not be detected. Customer's blood glucose level was 320 mg/dl. Reportedly, a new cartridge was loaded and the customer successfully completed the load process.